Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a 71mm thoracic descending aorta aneurysm. There was severe tortuosity of 120 degree or higher in the distal descending aorta, and the plan was to implant one vnmc3731c207tj distally, and then, implant one vnmc4343c175tj proximally from the proximal part of the distal descending aorta tortuosity. The proximal device was implanted in the proximal descending aorta position. It was reported that during the index procedure, the access route external iliac artery (eia) was about 8.5-10 mm in diameter and there were abdominal aneurysm (max 53mm) and right common iliac aneurysm (max 50mm), and endovascular aneurysm repair (evar) was scheduled to be performed early next year for these. Regarding the access, it was judged the right was more linear than the left, although there was a bump in the right common iliac artery (cia), and the right was slightly superior for the severe tortuosity of distal descending aorta. Because the delivery system had been expected to be bent at the proximal descending aorta tortuosity part. A non mdt sheath was used as a base and after the first vnmc3731c207tj was implanted as desired, the second vnmc4343c175tj was delivered through the sheath in the same manner. The severe tortuosity point was passed through, but it could not advance from 10cm around the proximal side of the severe tortuosity, it was considered to use the pull-through method, then the delivery system was once strongly pushed to advance, but the delivery system in the greater curvature side of severe tortuosity part was pressed hard and aorta then ruptured. Since the patients blood pressure dropped to values around 20-29 at once, the device could not advance to the proximal side, so then deployment was performed on the spot. The physician proceeded with a non mdt balloon immediately and performed an occlusion on the ruptured site and waited until the blood pressure recovered. The vnmc3737c90tj stent graft was immediately added distally right after occlusion was released. After additional implantation, occlusion was performed again with the balloon. When the vital signs were stable, contrast was performed from the center and from the periphery, and no endoleak was observed from the descending severely tortuous ruptured area. Considering the next possible actions, it was expected that the junction length of the additionally implanted vnmc3737c90tj might be insufficient. A cutdown was then made on the left arm and the rescue balloon was delivered downwards and tried to find the next action when it was at occlusion site, but the balloon passed through the arm only advanced ascending, and it was judged that it was difficult to advance downwards. In this situation, the physician stopped once and informed consent (ic) was made with the patient's family. When the physician returned, the wound closure was performed and the patient was transferred to ICU. The patient's death expired afterwards. As per the physician the cause of the event was anatomy and user error. It was said the descending aorta aneurysm was severe tortuous. Ascending aortic replacement had been performed, so there was no option for laparotomy to then be performed. In terms of user error, the physician tried to push the delivery system forward by force. It should be considered as soon as possible that the transition was made to pull-through without pushing it by force. The physician was eager to implant the vnmc4343c175tj that could not be raised to the target site and deployed it on the spot, but it might be better if it was lowered a little distally and implanted (the distal part of the implanted vnmc4343c175tj protruded from the rupture opening site and was in an extra state. No additional clinical sequelae were provided and the patient is expired.